Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any difficulties experienced with device in initial procedure to include staple formation issues? What was found during the reoperation? How was the common channel closed? What is the current patient status?

Event description:
It was reported that a colorectal surgeon called me on 4/27 about a patient he operated on in (B)(6), 2020. Patient underwent a laparoscopic right colectomy. Surgeon used our psee45a stapler with gst45b blue reload for the ileocolic side-to-side anastomosis. Patient presented with a leak 2 days post-op. Upon review, the staple line had completely unzipped. Patient was brought back to the or for surgical intervention and re-anastomosis. Patient had no further complications post-op after this.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2021. Additional information was requested, and the following was obtained: were there any difficulties experienced with device in initial procedure to include staple formation issues? No - the surgeon had used the device several times before and was very comfortable with it. According to surgeon, everything seemed normal during the initial procedure. What was found during the reoperation? During reoperation, there was a hole adjacent to the common channel staple line. How was the common channel closed? The defect was closed with suture and the abdomen was washed out. What is the current patient status? The patient recovered post-op. Unaware of how long the patient was in the hospital post the secondary operation.